Event description:
The customer reported that the problem is that the machine will acquire, but not analyse. It will therefore, not print a 12 lead. It reads "cannot analyse" at the end of the attempt.

Manufacturer narrative:
(B)(4). There was no adverse patient impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.